Event description:
It was reported that the patient developed a urinary tract infection. It was noted that the issue was resolved. No further information was provided. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Programmer model 3037, serial# (B)(4), lead model 3093-28, lot# v568714, implanted: (B)(6)-2011 explanted: na.